Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient called in to trouble shoot their purewick. The patient and rep set up the pure wick and check the power cord, canister, lid and made sure the tubing and elbow pieces were in place. The pure wick failed the water test. The patient recently purchased an accessory within the last 60 days. Patientâ¿¿s warranty is still active. Put in a pu/ex to send out a replacement pure wick and a st was put in. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient called in to trouble shoot their purewick. The patient and rep set up the pure wick and check the power cord, canister, lid and made sure the tubing and elbow pieces were in place. The pure wick failed the water test. The patient recently purchased an accessory within the last 60 days. Patient warranty is still active. Put in a pu/ex to send out a replacement pure wick and a st was put in. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.